Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analysis of the device memory indicated the right ventricular lead integrity alert. Analyst commented, beginning (B)(6) 2015, 265 ventricular sic; ventricular tachycardia (vt) non sustained, high rate non sustained, and ventricular oversensing-noise detected episodes with lead noise oversensing. Right ventricular (rv) lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate non sustained episodes and sic greater than or equal to 30 in 3 days. (B)(4).

Event description:
It was reported that noise on right ventricular (rv) lead channel when patient moves left arm. The rv lead will be replaced with a new one. No patient complications have been reported as a result of this event.